Manufacturer narrative:
The device was returned to zoll thailand for evaluation. The customer's report was verified and attributed to the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79", "defib disabled", "pacer disabled" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement at the time of the reported malfunction.